Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout a root cause could not be identified. Based on the results of the investigation, the most probable cause for noisy image (snowflakes in image) could not be identified. The most probable cause for image blackout is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed "snowflakes" in the image. The event occurred during inspection for use. There were no reports of patient involvement.